Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm, battery life was less than expected, was rejecting new batteries. The customer stated they received failed battery during troubleshooting when they removed battery from insulin pump. Customer also stated that they previously had troubleshooting for short battery life and rejection of batteries by insulin pump but it recurred. Customer shared that multiple alarms go off daily. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.